Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: stenosis procedure performed: posterior lumbar interbody fusion (plif) levels implanted: l5 and s1 post-op, cage on one side of l5/s1 was backed out. As the backed-out cage had no breakage and the amount of migration was small so the cage was pushed in and continued to be used.